Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06615. It was reported the patient experienced ineffective therapy because both their leads migrated after taking a fall. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Correction: the patient's weight was updated. Correction: the reporter's information was updated.